Manufacturer narrative:
All operating currents are within specification. No unexpected black screen noted or unexpected restart noted during testing. The insulin pump passed displacement test, rewind, basic occlusion, and error test. We were unable to prime during prime test due to faulty force sensor resistor. No prime alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer stated they were unable to exit preparing to prime loop. The customer's blood glucose was 135mg/dl. Advised customer the insulin pump will be replaced and revert to back up plan.